Event description:
Customer observed an elevated advia centaur xp troponin ultra (tni-ultra) result that did not match the results of alternate methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra results.

Manufacturer narrative:
The cause for the reproducible elevated advia centaur xp tni-ultra results compared to alternate methods is unknown but appears to be related to the patient. The test performed with the heterophile antibody tube indicate the presence of heterophilic antibodies. No further evaluation of the device is required. The limitations section of the instructions for use states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The summary and explanation section of the instructions for use states: "always analyze ctni result in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggest to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."